Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient went to the hospital on (B)(6) 2019 for a small bowel obstruction and surgery was done the week before the call. The patient was discharged and went home but as soon as they started eating solid foods they experienced vomiting and abdominal pain. The patient came back to the hospital on (B)(6) 2019 for those issues and a CT scan was done which showed dilated bowel and lots of stool. The caller was wondering if the ins was not working due to the issues the patient was experiencing. The caller stated the programmer showed 2.4 and inquired what that meant. The caller stated the patient saw their managing healthcare provider regularly and were scheduled to see them in june, and normally they didn¿t change anything with their settings/programmer. It was reviewed that the amplitude couldgo up to 8.5v. The caller was walked through interrogating the ins with the programmer which showed that the ins was on at 2.4v. It was suggested that the caller leave everything as is at this point since the patient didn¿t typically change anything. The caller was advised to have the patient contact their healthcare provider. It was noted that the date the event started was unknown as the caller only had the date of the first hospital admission. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They reported that they were not aware of the patient's hospital admission and that patient was not under their care. Patient was said to have been admitted twice however hcp had no privileges there. Hcp did speak with patient (B)(6) 2019 and patient was still in hospital recuperating from second surgery. No further complications were reported or anticipated.